Event description:
Patient underwent a rotator cuff procedure. While attempting to insert the anchor implant, the tip fractured off. The remaining piece was removed and another implant was used to complete the procedure. The failure of the product was reported to the sales representative from the company. The product was retained for inspection as the surgical center.